Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the needle of a jelco® hypodermic needle-pro® device released from the hub and remained in the patient during injection process. No injury was reported.